Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 303, 344, 328, 326, 257, 540, 405 and 397 mg/dl. The customer¿s expected blood glucose test result ranges are 98-100 am fasting and 120-200 mg/dl pm fasting. At the time of the call the customer reported feeling "foggy" and confused; customer stated he knows the symptoms would go away once he takes his medication. Customer stated due to the high results obtained he had gone to the fire station on the day of the call; fire station personnel had suggested he stay so they could monitor him, but customer refused. No further details were provided. Customer stated that he purchased a new meter after leaving the fire station; customer stated the new meter is also reading high for him (internal report reference (B)(4)). Customer is using the same test strips with the new meter. The test strip lot manufacturer¿s expiration date is 04/29/2026 and open vial date was not provided. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (in the car). The meter memory was reviewed for previous test result history: result 1: 303 mg/dl date: (B)(6) 2025 time: 1:36p non-fasting, result 2: 344 mg/dl date: (B)(6) 2025 time: 12:08p non-fasting, result 3: 328 mg/dl date: (B)(6) 2025 time: 12:08p non-fasting, result 4: 326 mg/dl date: (B)(6) 2025 time: 11:57a non-fasting, result 5: 257 mg/dl date: (B)(6) 2025 time: 10:30a fasting, result 6: 540 mg/dl date: (B)(6) 2025 time: 2:30p unknown, result 7: 405 mg/dl date: (B)(6) 2025 time: 3:29p unknown, result 8: 397 mg/dl date: (B)(6)2025 time: 12:48p non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to fire station due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Not 1: manufacturer contacted customer in a follow-up call on 10-jun-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 25-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.